Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with a sparc sling system. It was alleged that the plaintiff had "severe and permanent bodily injuries and significant mental and physical pain and suffering", and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.